Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse even twas discovered. On (B)(6) 2012, a (B)(4) year old male patient contacted zoll customer support to report that the patient had a yeast infection under the front therapy pad and his doctor prescribed one cream and one steroid in order to treat the infection. The patient continued to wear the lifevest. There was no additional follow-up on the condition of the irritated area.

Manufacturer narrative:
Device evaluation summary: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.